Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr procedure had been performed in 2006, the patient was experiencing an unspecified adverse event. A revision surgery was scheduled (B)(6) 2022 to replace the worn out 16-year-old ref liner. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the unspecified adverse event. The clinical/medical investigation concluded that, without the requested clinically relevant information, the root cause of the reported, patient experienced an unspecified event, worn-out liner and revision cannot be definitively concluded. The patient impact beyond the reported events and revision cannot be determined. Per case communication, the surgery was completed without delay or incident and the patient¿s current health status remains unknown. Therefore, no further clinical/medical assessment can be rendered. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.